Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from date manufacturer was made aware. Block d6b: explant date: 2022.

Event description:
It was reported that patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected. The explanted device was discarded by the facility.